Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The reported issue did not impact the customer's blood glucose level. However, the customer's blood glucose level was approximately 60 mg/dl and it was addressed by eating/drinking. Reportedly, the customer stated that they started working out and that the pump settings were not adjusted to the workout. It was confirmed that the customer had a backup method of insulin delivery available.

Manufacturer narrative:
Low blood glucose level: 3358 / 213 / 71.